Event description:
It was reported that the clinician contacted arrow clinical support (acs) in 2005 at approx. 12:33am est. The clinician stated that they had a pt in the or with blood in the helium tubing. Clinician wanted to confirm that this indicated a rupture and there would be no other reason for blood in tubing. Clinicain stated they knew that if it was ruptured it needed to be exchanged. Acs stated she was correct and balloon needed to be saved for evaluation. The following am, sales rep received urgent call from clinician. Call was forwarded to acs. Clinician stated iab had not been removed. Clinician had concerns that resident wanted to pull iab out through insertion site. Clinician wanted confirmation that proper way to remove was surgically. Acs discussed that not knowing how much blood had accumulated in balloon, the safest way to remove iab was surgically and resident should consult attending md prior to removal.

Event description:
It was reported that the clinician contacted facility on 05 at aprox. 12:33am est. The clinician stated they had a pt in the or with blood in the helium tubing. Clinician wanted to confirm that this indicated a rupture and there would be no other reason for blood in tubing. Clinician stated they knew that if it was ruptured it needed to be exchanged. Facility stated they were correct and balloon needed to be removed. Facility requested that balloon be saved for evaluation. Clinician requested that facility contact resident. Facility called and resident stated he knew of patient but not of blood in helium tubing. Resident stated they would contact attending cardiothoracic surgeon. Facility then received a call from another doctor and they stated they were unaware that blood in the helium tubing was a serious event and they were not told about it when the patient was in the or. Facility explained that the best way to remove the iab was surgically and there was a possibility it could still be leaking helium. The doctor asked if they should turn the iabp off. Facility said yes. The patient was sent to the or for iab removal and exploratory surgery for bowel ischemia. There were no reported patient complications. A follow-up report will be filed when evaluation is complete.